Event description:
It was reported that the user experienced recurrent morning low blood glucose documented at 54 mg/dl requiring treatment shortly after waking and also experienced high readings reported at 400 mg/dl afterward, in the context of missed meal announcements when eating leftover dinner during the night while using the ilet and treating with oral glucose; the device component implicated was the user interface and the medical device problem was characterized as an improper or incorrect procedure or method. No adverse clinical symptoms associated with hypoglycemia and hyperglycemia reported. Outcomes included an unexpected medical intervention in the form of medication required for treatment of low blood glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem associated with the user interface and missed meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions, with an unintended use error that caused or contributed to the event.

Manufacturer narrative:
Initial.